Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017. Customer could not provide blood glucose level. Customer went to the emergency room due to issues with breathing and high blood glucose level. The customer is being treated for high blood glucose. Customer is being treated with antibiotics and IV insulin drip. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.